Event description:
Intravenous pump exploded, top portion blew off and hit the floor. Sparks came from unit and fire had to be extinguished with extinguisher. Neonatal intensive care unit babies moved from area. Fire department arrived. Electrical checks of polarity and voltage in area showed no problem. No injuries related to this event.